Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction. Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial medwatch reported that the device exhibited problems related to reprocessing during device evaluation; however, this was incorrectly reported as there were no reportable malfunctions identified during device evaluation.

Event description:
It was observed that during the device evaluation, the rhino-laryngo fiberscope exhibited problems related to processing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.